Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with acute deep venous thrombosis of the lower extremities. At some time post filter deployment, it was alleged that the filter struts perforated, tilted and difficult to remove. The device was removed percutaneously. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year later, a venous duplex unilateral right showed that there was no evidence of acute deep vein thrombosis in the right lower extremity and partially occluded chronic deep vein thrombosis involved the right femoral and popliteal vein. After one year and three months later, the patient experienced left lower extremity pain. On the same day, a lower extremity venous ultrasound study showed that in the visualized venous segments, there was no evidence of deep venous thrombosis or superficial phlebitis in the left lower extremity. After four years and nine months, the patient experienced abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis without intravenous contrast showed that there was an inferior vena caval foot process perforation, which was not an uncommon occurrence. However, in this case, 1 metallic process was embedded into the lumen of the aorta, another into the l3 vertebral body and several into the adjacent fat. This would make filter retrieval quite hazardous. Distention of the inferior vena cava below the filter could indicate significant caval thrombus. After two months the patient experienced abdominal pain. On the same day, a computed tomography (CT) scan and plain x-rays showed that there was a bard recovery filter. The struts had penetrated the aorta and duodenum. After two months, an attempt was made to retrieve the inferior vena cava filter with struts penetrated into abdominal aorta as well as duodenum. The patient was then induced under anesthesia. However, after induction, it was found that the appropriate equipment for removal of the filter was not readily available. Lacking was a bard cone retrieval system needed to retrieve the bard retrieval inferior vena cava filter. At this time, the procedure was aborted, and the patient was awakened from anesthesia without any difficulty. After two weeks, second attempt was made to retrieve the inferior vena cava filter with hook penetration into the bowel, aorta and spine. During this time, the patient was noted to have hook penetration with 2 hooks into the duodenum, 1 hook into the peri-vena cava soft tissues, 1 hook into the aorta and 1 hook into the spine. Initially, a 5-french sheath was placed in the right neck and using this, a wire was passed down to the inferior vena cava. Through this sheath, a catheter was passed downward to attempt to drive a wire to the tilted side of the filter. This was not possible and for this reason, the access was obtained in the right groin. An mpa catheter was passed to the right of the filter close to the wall of the inferior vena cava. Once through-and-through wires were established on either side of the filter, a catheter was passed from the neck to the groin over both wires. This effectively passed a loop underneath the inferior vena cava filter to allow retrieval. Under direct fluoroscopic visualization, it was clear that the wire had engaged the filter effectively and the wire was pulled up towards the neck. The sheath was brought down over the filter and this allowed extraction of the filter in a single pass without any stent limb fractures. The filter was removed from the body, examined and appeared to be intact. An inferior vena cavagram showed a residual debris on the right side of the inferior vena cava, where the filter had been resting on the right wall of the inferior vena cava. This did not have any extravasation and there was no evidence of any leakage from any location. Therefore, the investigation is confirmed for alleged filter tilt, perforation of the inferior vena cava and retrieval difficulties. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: h6(result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with acute deep venous thrombosis of the lower extremities. At some time post filter deployment, it was alleged that the filter struts perforated, tilted and difficult to remove. The device was removed percutaneously. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.